Event description:
It was reported that a patient was implanted with non-preloaded monofocal intraocular lenses (iols) in both eyes, with surgeries performed within a two-week interval. Yttrium-aluminum-garnet (yag) laser capsulotomy was conducted in both eyes approximately 30 days postoperatively for treatment of scar tissue, per patient report. The patient has a medical history of retinopathy, with approximately 4¿5 prior laser procedures performed in both eyes before cataract surgery. Postoperatively, the patient indicated that uncorrected vision was satisfactory; however, when using prescription eyeglasses, a persistent yellow tint was perceived, rated as 1/10 with the initial pair and 4.5/10 with a second pair of transitional lenses. The patient declined the second pair due to the same issue. The eyeglass technician also reportedly observed a slight yellow tint when viewing through the eyeglasses. The treating physician was unable to determine the cause of the yellow tint associated with glasses use. Despite overall good visual acuity, the patient reported inconvenience requiring the use of sunglasses over prescription glasses while driving. The patient elected to use clip-on/flip-up sunglasses as a management approach. No further information was provided. This report is for patient's right eye. A separate report will be submitted for the left eye.

Manufacturer narrative:
Section d6b: if explanted; give date: not applicable as the device remains implanted. Section h3: the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 yag (yttrium aluminum garnet). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.